Manufacturer narrative:
The device serial or lot number was unknown; therefore, UDI: (B)(4). Device manufacture date was unknown. The manufacturing location was unknown. Reporter¿s complete mailing address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor of the battery handpiece failed. According to the reporter, the device started working well, however it was observed that the device did not make good contact with the battery. It was reported that it worked well outside, however once it made contact with the bone, it stopped working. It was reported that a spare device was used to complete the surgery. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.